Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/13/2017 with the following findings: the battery compartment was cracked above and below the bumper pad. The cartridge compartment was damaged at the threads. The display screen had a pink contrast. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the cartridge compartment was damaged, and the display was pink. This report is made based on results of investigation completed on 06/13/2017.